Event description:
It was reported by a healthcare professional in china that during a rotator cuff repair procedure on (B)(6) 2023, it was observed that the anchor on the 4.5 healix br anchor w/orthocord device broke off. Removed all the broken parts. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: a photo was returned to depuy synthese mitek for evaluation. The depuy synthese mitek team conducted a visual inspection of the returned photo. Visual analysis of the photo reveals an arthroscopic image of the anchor which shows that it is broken. A manufacturing record evaluation was performed for the finished device 8l87268 number, and no non-conformances were identified. As part of depuy synthese mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on the investigation findings, the reported complaint can be confirmed. The possible root cause for the broken anchor can be attributed to procedural variables, such handling of the device or product interaction during procedure; axial misalignment or bending force was applied to the tip of the device. As per IFU: inserting the awl less than the specified depth, axial misalignment or levering with the anchor upon insertion, may result in anchor fracture. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthese mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.